Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted during visual inspection at force sensor traces, isolated to the electronic stack. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery tube threads, label damage (faded), cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer concern was not confirmed regarding the insulin flow block/no delivery alarm. However, during de constructive analysis, moisture damage was found on the force sensor/electronic assembly, isolated to the electronic stack. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-1880l, unomedical and unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return for mmt-1880l is expected and the customer response was the device will be returned. Unomedical and unk_reservoir will not be returned for analysis.